Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 12-feb-2021. The most recent information was received on 19-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('metal allergies') and volvulus ('caecal volvulus') in a 44-year-old female patient who had essure (batch no. 628063) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), volvulus (seriousness criterion medically significant), asthma ("asthma"), sinusitis ("sinusitis"), food allergy ("food allergies") and nasal polyps ("nasal polyps"). The patient was treated with cortisone, dietary measures and surgery (sinus operations including an adenoidectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, asthma, sinusitis and food allergy had not resolved and the volvulus and nasal polyps outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthma, food allergy, nasal polyps, sinusitis and volvulus with essure. The reporter commented: since 2008 the patient had experienced asthma, sinusitis, headaches, food allergies, metal allergies, caecal volvulus. Patient's current status: following the onset of these symptoms, I am on daily cortisone treatment for managing asthma and preventing the recurrence of nasal polyps. I had 2 sinus operations including an adenoidectomy. Asthma slows me down in my daily activities, especially sports. Food and metal allergies occurred, and this entailed restrictive adjustments to my diet. Lot number:628063, manufacture date: 2008-09, expiration date: 2010-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('metal allergies') and volvulus ('caecal volvulus') in a (B)(6) year old female patient who had essure (batch no. 628063) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), volvulus (seriousness criterion medically significant), asthma ("asthma"), sinusitis ("sinusitis"), food allergy ("food allergies") and nasal polyps ("nasal polyps"). The patient was treated with cortisone, dietary measures and surgery (sinus operations including an adenoidectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, volvulus, asthma, sinusitis and food allergy had not resolved and the nasal polyps outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthma, food allergy, nasal polyps, sinusitis and volvulus with essure. The reporter commented: since 2008 the patient had experienced asthma, sinusitis, headaches, food allergies, metal allergies, caecal volvulus. Patient's current status: following the onset of these symptoms, I am on daily cortisone treatment for managing asthma and preventing the recurrence of nasal polyps. I had 2 sinus operations including an adenoidectomy. Asthma slows me down in my daily activities, especially sports. Food and metal allergies occurred, and this entailed restrictive adjustments to my diet. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.